Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, the device powered down. The same incident was reported twice but no problem was found when the medical engineer inspected the device in each occasion. Analysis was requested so the device was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery with pacing load of 500 ohms to confirm continuous operation for 13 days. No anomalies observed in visual inspection, and no anomalies when the device was powered. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.